Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-13, additional information was received. The rep reported that the exact cause of the high impedances that were identified after the fall was not determined. Reprogramming was performed to exclude the contact that had the high impedances. The rep reported this event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall onto the battery about 6 months ago. After this, patient reported intermittent bouts of ¿shock¿ sensation from stimulator to their right side. Discomfort/soreness/pinching as also reported. Patient reported intermittently using stimulator since this occurrence. Per discussion with physician, patients leads are in the intended location. High impedances were noted, with electrodes 4, 6 and 7 showing impedance value of 40,000. Red x icon present to these electrodes on impedance check. Lead select showing red x at electrode 4 ,5,6,7. Patient was reprogrammed not using lead #3 as using this lead resulted in unwanted sensation. Patient denies unwanted stimulation on final programming. The issue is ongoing and not yet resolved, but the rep noted they would submit any new information that becomes available.